Event description:
The lay user/patient's son contacted lifescan (lfs) in 2009 alleging that the patient's onetouch basic enhanced meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the reporter on january 26, 2009 and obtained the following information. The patient's son (holds power of attorney) reported that the alleged issue began on original date. On the morning of the same day, the reporter stated that he tested the patient and obtained a "normal" blood glucose reading (around "130 mg/dl") with the subject meter. That morning he proceeded by giving the patient her usual set dose of humalog insulin (14 units). At approximately 12:30pm that afternoon, the reporter tested the patient (per routine) and obtained an alleged high reading of "529 mg/dl" with the subject meter. The reporter stated that the patient is unable to speak; however, he did state that her eyes appeared "glassy" at the time of that reading. As a result of the high reading, the reporter claimed he immediately contacted the patient's physician and was advised to take the patient to the emergency room. The reporter confirmed he did not administer the patient's usual afternoon dose of humalog insulin (14 units), and contacted emergency services as recommended. When emergency services arrived, the patient's son reported that she was immediately placed on an IV and transported to the emergency room. The reporter claimed that emergency services did not test patient's blood glucose. Approximately 1 hour after obtaining the alleged high reading, the patient was tested with the ER/hospital meter and obtained a result of "59 mg/dl." The reporter did not know the exact treatment the patient received while in the ER because he was not allowed in the room with her. The patient could only confirm that the patient was placed on an IV and was hospitalized for a day or two until her blood glucose was "stabilized." Replacement products were sent to the patient. At the time of troubleshooting, the customer care advocate (cca) confirmed that the reporter was using the correct testing technique and cleaning the puncture area properly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was hospitalized for low blood glucose after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.